Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported that the sound from the device was too loud; decreasing the volume did not help. There are no reports of a trauma or change in the health status. Re-implantation is scheduled for (B)(6) 2017.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problem mentioned in the patient report. This is a final report.

Event description:
The recipient reported that the sound from the device was too loud; decreasing the volume did not help. There are no reports of a trauma or change in the health status. Re-implantation took place on (B)(6) 2017.